Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Following the device implant procedure, the patient experienced hemoptysis. A diagnostic bronchoscopy with lavage was performed, and the patient was placed under positive pressure ventilation, thereby resolving the hemoptysis.

Event description:
The cause of the hemoptysis was determined to be a left pulmonary perforation. During the hospitalization, the patient was treated with diuretics based on the findings of the rhc and developed an acute kidney injury.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, hemoptysis and pulmonary artery are documented risks of the sensor implant procedure.